Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest that this event was attributed to mishandling after leaving the manufacturing facility.

Event description:
The base of the mixer was found cracked when opened. There was no adverse consequence for the pt.